Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the riata leads exhibited externalized conductors that may remain electrically silent for longer periods. A multicenter study found electrical failure rates of 1.34% per patient year (1.93% if electrically silent cases are included). Prospective screening of riata leads by high resolution fluoroscopic imaging found a 15% prevalence rate of externalized conductors after a mean follow-up time of 4 years.